Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a line blocked alarm occurred, and upon removal of the infusion site, the cannula was found to be kinked. The patient, who has diabetes, reported performing complete supply changes, including the infusion site, tubing, and cassette, every 3 to 4 days. The patient also noted the presence of scar tissue, which may have contributed to the line blocked alarm. Following the event, the patient replaced the infusion site and inserted it at a new location. The event involved the patient and resulted in no harm.